Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station network and netbios settings were causing the intermittent login failures. The network interface card and netbios settings were reconfigured to resolve. The customer requested for the complaint file to be kept open for monitoring, if there are additional findings, a supplemental report will be submitted. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system prevented user access to medication after using their credentials to log in to the system. Customer stated that there was a delay to patient care since critical care unit nurses had to go another unit to obtain medications. The customer stated that no procedure was affected. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 20-nov-2021 to 20-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the field service engineer that system had login issue and network issues as well. The information technology team worked on the issue; customer mentioned that the issue does not reoccurred again. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system prevented user access to medication after using their credentials to log in to the system. Customer stated that there was a delay to patient care since critical care unit nurses had to go another unit to obtain medications. The customer stated that no procedure was affected. There were no adverse events or injuries reported based on this event.